Event description:
It was reported that a customer experienced air bubbles in the canister. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer primed the tubing to address the issue.